Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Event description:
It was reported via phone call that the insulin pump had water damage. The customer stated the fluid was under the lcd display. Customer stated he fell in the pool with the pump. Customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump.